Event description:
We received an allegation about discrepant results for 8 patients' samples tested with both the 18-minute application and the 9-minute application of the elecsys troponin t hs assay on a cobas e 801 analytical unit. Below are examples of discrepant results for 3 patients' samples. Sample 1: the 18-minute result: 31.50 pg/ml. The 9-minute result: 39.90 pg/ml, and this result was reported outside the laboratory. Sample 2 was tested on (B)(6) 2026: the 18-minute result: 10.80 pg/ml. The 9-minute result: 13.70 pg/ml. Sample 3 was tested on (B)(6) 2026: the 18-minute result: 23.30 pg/ml. The 9-minute result: 28.40 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.